Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners and minor scratches on the display window. No damage was noted to the reservoir tube assembly.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Event description:
A customer reported via phone call indicating that they were hospitalized after falling and breaking three ribs. The customer stated they had high blood glucose levels which were not recorded at the time of the call. The customer stated that someone had put their reservoir backward in their pump causing damage to the reservoir area. The customer was in an induced coma for eight days. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.